Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (caller) regarding an external device. The reason for the call was the caller reported that when they attempted to charge the pt's implant (ins), the controller cannot locate the ins, even though they have charged the controller 100%. Caller said they have tried to charge the ins multiple times, but they keep seeing the same message. Pt was not present during the time of call. Agent provided education on charging the ins. Caller will attempt to follow the provided steps on charging the ins and will call back if they need further assistance. No symptoms were reported.